Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise and low pacing lead impedance during a routine follow-up. A new sensing lead was implanted and the old rv lead remains implanted. The patient was stable.